Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. Customer reporting that the inpen is not giving accurate dosing. Inpen intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elgyna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 14.5u, 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Performed battery investigation and measured 2.946v. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Inpen did not transmit accurate doses during testing. Dose log/report data inaccuracy was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.